Manufacturer narrative:
Additional information: according to the information received from the field the recipient had poor hearing benefit since implantation surgery, because of surgical and clinical reasons, namely four channels were reportedly left extra-cochlea due to cochlear malformation. Imaging confirmed that those channels are extra-cochlear, with the rest of the active electrode array still within the cochlea. No information on possible further steps has been received.

Event description:
The user hears a clicking, high- and low-pitched sound, when pressing on the tragus or putting the audio processor on. Reportedly, per internal surgical report, there were 4 contacts left outside the cochlea at implantation due to the very small and malformed cochlea. The user has had a poor hearing performance with the device since activation. The user has not been seen for follow-up therefore no new information is available.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specification. According to the information received from the field the recipient had poor hearing benefit since implantation surgery, likely because of surgical and clinical reasons, namely four channels were reportedly left extra-cochlea due to cochlear malformation ans size. Imaging confirmed that those channels were extra-cochlear; additionally one further channel migrated out of cochlea as confirmed during explantation surgery. According to the device explant report, an inadequate electrode might have been chosen upon implantation. This is a final report.

Event description:
The user hears a clicking, high- and low-pitched sound, when pressing on the tragus or putting the audio processor on. The user has had a poor hearing performance with the device since activation and reported feeling dizzy. CT imaging was performed and showed 4 extra-cochlear channels, with the rest of the electrode still within the cochlea. The user was re-implanted. According to the device explantation form there were 5 electrodes extra-cochlear at explantation. The device could be slightly rotated prior to explantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hears a clicking, high and low pitched sound when pressing on the tragus or putting the audio processor on. CT imaging will be performed.